Manufacturer narrative:
Results of investigation: it was reported that during use instruments inside the patient the sureshot perc tan/fan drill guide probe did not recognize the probe, there was a delay lees than 30 minutes. The procedure finished with a smith and nephew backup device. The affected complaint device, intended for use in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during use instruments inside the patient the sureshot perc tan/fan drill guide probe did not recognize the probe, there was a delay lees than 30 minutes. The procedure finished with a smith and nephew backup device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.